Event description:
On (B)(4) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump was powering off after multiple battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 (B)(4) -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box shows rebooting occurred. Visual inspection found no damage to the battery cap or compartment. The battery cap attached securely to the pump with no visible yellow o-ring. There were no battery cap connection defects found. The pump was exercised for 24 hours with no power issues or alarms occurring. There was no damage found to the power circuit or the battery flex. The complaint could not be duplicated on investigation. Unrelated to the complaint, investigation revealed a dim/discolored display screen and a scratched display lens. The display was removed and a test display was inserted, and the contrast returned to normal with no fading or discoloration.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.